Event description:
It was reported that a patient underwent a breast surgery in (B)(6) 2022 and suture was used. The patient presented with immediate post-operative inflammatory plaques on the skin with healing difficulties, especially at the level of the suture knots. The patient developed phyctenes with buddings which was treated with silver nitrate. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Related medwatch reports: 2210968-2022-10268.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the indication for the initial surgery? We don't have the answer. What was the approach (open, laparoscopic or other)? We don't have the answer. What tissue was the suture used on? Skin. What was the condition of the tissues (normal, fine, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? We don't have the answer. How was the suture originally tied (multiple knots, square knot, etc.)? We don't have the answer. Did you observe a defect or anomaly of the sutures before, during, after the placement of the sutures or during a reoperation? Nope. Could you describe the manifestations in the patient (location, severity, appearance, systemic or local reaction). Start date ? Location: at the suture knots. High severity because a patient ended up in the hyperbaric chamber, appearance of inflammatory plaques, blisters and budding, ulcerations. Have any preoperative cleaning procedures or products changed recently? We don't have the answer. Does the patient have a known allergic history to medical devices, foods and/or drugs? We don't have the answer. Were there any preexisting signs/symptoms of active inflammation/infection prior to this surgery? We don't have the answer. Were cultures carried out? Results? We don't have the answer. What is the physician's opinion of the etiology or contributing factors to this event? Etiology: monocryl threads, because it happened on 2 batches, to 3 different doctors. When quarantining batches, no more such statements. What is the current condition of the patient? We don't have the answer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial information reported the 2 sutures involved in the event were: monocryl suture product code y423h, lot sgmbut. Monocryl suture product code y423h, lot shmsdc. Upon investigation it was determined that: lot sgmbut is related to product code 661g12, ethilon suture. Lot shmsdc is related to product code sxpp1a40112, stratafix symmetric pds plus. For each device, please provide the following: name/type of suture? Product code? Lot number?

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received four opened boxes with a total of 67 unopened samples pertain to the product code y423, lot sgmbht. In order to evaluate the condition of the returned sample, the packets was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the suture was correctly placed on winding former. Suture was dispensed without problem and examined along of the strand and no anomalies or damaged on suture surface could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device sgmbht/y423h40 batch number, and no non-conformances were identified.